Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, after the device was assembled, and when entered I the cavity it seemed that it was soft. The account then turned on and it didn't comply all the commands and didn't release the staple. When it was done the attempt to change the reload was also made, but it didn't open and crashed. The account tried a lot to get the reload, but it broke in the staple. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a broken piece of a reload adapter stuck in the distal end of the adapter and the adapter had 26 of 50 procedures remaining. It was reported that the device did not fire, and the device was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the firing rod tip was damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, after the device was assembled, and when entered I the cavity it seemed that it was soft. The account then turned on and it didn't comply all the commands and didn't release the staple. When it was done the attempt to change the reload was also made, but it didn't open and crashed. The reload could not be removed from the adapter, the account tried a lot to get the reload, but it broke in the staple. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.